Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), did not allow the user to confirm 'off' command. The epg shut down after pressing the power button. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the off command was not allowed, the epg shutdown after pressing the power button. Analysis did determine the hanger assembly was broken, the upper case was broken, and the main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.